Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for antibody to (B)(6). The erroneous results were reported outside of the laboratory. Patient 1 was tested by elisa method and the (B)(6) result was (B)(6). The customer tested this patient on the e602 analyzer and the (B)(6) result was (B)(6). The patient had (B)(6) to (B)(6) results that were (B)(6). The patient also had igg and igm antibodies to the individual proteins of (B)(6)that were (B)(6). The (B)(6) result from the vektor-best method was (B)(6). An aliquot of the patient sample was also tested on an abbott architect and the anti-hcv result was (B)(6). On (B)(6) 2015, the sample was repeated on the e602 analyzer and the result was (B)(6). On (B)(6) 2015, the sample was repeated on the e602 analyzer and the result was (B)(6). The customer was sent a new reagent pack with a different lot number (18805000). On (B)(6) 2015, the sample was repeated again with this new reagent pack on the e602 analyzer and the result was (B)(6). On (B)(6) 2015, patient 2 was tested by elisa method and the anti-hcv result was (B)(6). The customer tested this patient on the e602 analyzer and the anti-hcv ii result was (B)(6). The patient had (B)(6) to (B)(6) results that were (B)(6). The patient also had (B)(6) to the individual proteins of hcv that were (B)(6). The (B)(6) result from the vektor-best method was (B)(6). An aliquot of the patient sample was also tested on an abbott architect and the (B)(6) result was (B)(6). The customer was sent a new reagent pack with a different lot number (18805000). On (B)(6) 2015, the sample was repeated again with this new reagent pack on the e602 analyzer and the result was (B)(6). No adverse event was reported. The (B)(6) reagent lot number was 186804 with an expiration date of (B)(6) 2016. After the initial point of contact, the customer decided to repeat all (B)(6) sample results from the elisa method and all the results from the e602 analyzer using reagent lot 188050 were negative and the vektor- best method results were (B)(6). Please see the attachment to the medwatch for the results. Preventative maintenance was performed in (B)(6) 2015. It was noted that "last week" (sometime between (B)(6) 2015) maintenance was performed on the instrument. Measuring cells were replaced on (B)(6) 2015. Additional parts were replaced as well. The field service engineer adjusted the sample probe. It was noted that the instrument produced multiple sample alarms between (B)(6) 2015. Fibrin filament and "something like a clot" were observed floating on 26% of the samples during a visit to the customer site. The most likely root cause of the issue is poor sample quality.

Manufacturer narrative:
The customer performed repeat testing on certain patients that were reported on the initial attachment to the medwatch. Additional tests were performed on the architect analyzer and by pcr method. Reference the attachment to the medwatch for these additional results.

Manufacturer narrative:
No samples can be sent to complete the investigation.